Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received 2015-07-21 from a consumer via crts (customer response tracking system) regarding a male (B)(6) patient receiving dilaudid (hydromorphone) via an implanted infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. Per the consumer, during symptom explant "about three weeks ago" the healthcare provider (hcp) "botched" the surgery and had "cut me clear down my hip, he wasn't supposed to cut on my spine or hip." After the consumer went home his "spinal fluid was squirting like a squirt gun like two feet across the bathroom floor," describing it as "clear as water" with no smell. Per the consumer, "I don't know if he left the part of the catheter in me or what." The consumer went back in an ambulance "after two or three days" because he could barely walk. The consumer mentioned that a "neurosurgeon sewed me up tight so it wasn't leaking." The consumer still needed to get the stitches taken out but the hcp would not do it. Since the procedure the consumer's toes were "kinda numb" and his back was "killing him." All necessary device and drug required information was reported, no follow up was required at the time of this report. If additional information is received, a follow up report will be sent. Information omitted from pe (B)(4) -lower back pain and (B)(4) -hip pain/diff walking.